Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) for the past three nights going as high as 427 mg/dl with no reported symptoms suggestive of hyperglycemia. This reported bg elevation does not meet animas¿ criteria of a reportable adverse event. The patient denied any change in diet or weight. The patient stated that he was uncertain if he was counting carbohydrates correctly but is doing what he always has done in the past and has never had this issue with elevated bg before. The patient reported changing the site/set during this time without resolution. The patient reported taking a correction bolus via syringe and the bg responded by coming down to 100 mg/dl. The patient stated that after restarting on the insulin pump, the bg elevated again. The patient reported that the bg elevates after a site change and is now using a new area for site placement. Animas customer technical support (acts) reviewed the pump with the patient. The patient confirmed the settings were correct. The pump was noted to be delivering as intended with no malfunction observed. Acts advised the patient to try using a new vial on insulin. At the time of the call the patient reporting his bg had come down to 201 mg/dl; however the patient feels there is a problem with the insulin pump and no longer wanted to use it for insulin delivery. The patient discontinued insulin pump therapy at the time of the call and was advised by acts to follow up with his healthcare provider.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: a review of the total daily dose history indicated that insulin delivery totals reflected the user¿s programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.